Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to the patient was still myopic and needed a stronger lens. There was no patient injury. The patient complained of blurry vision and had trouble seeing distance. The lens was exchanged for another micl12.6, but a -11.5 diopter. The reporter indicated the event was due to a miscalculation of the diopter and was not lens related. The patient is doing fine and the vision is 20/25.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - refractive surprise is usually due to inaccurate refractions. These myopes commonly wear contact lenses prior to this contemplated procedure. Contact lenses change the shape of your cornea for up to several weeks after you have stopped using them depending on the type of contact lenses you wear. Not leaving your contact lenses out long enough for your cornea to assume its natural shape before surgery can have negative consequences. These consequences include inaccurate measurements and a poor surgical plan, resulting in poor vision after surgery. The reporter did state that there was no problem with the lens and this incident was due to miscalculation. Furthermore, the iol was changed to a different power to correct for the miscalculated difference. Conclusions: based on the complaint history, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to the miscalculation of the lens diopter power. (B)(4).

Manufacturer narrative:
(B)(4): evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).